Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: feb 18, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently undergoing evaluation. The results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) angled stardrive screwdriver (part 03.617.900 / lot 8308251) was received with the complaint category of "broken: tip broken intraoperatively." The complaint condition is confirmed as the screwdriver was received with the distal stardrive tip of the device broken. The distal portion was not returned. The break is located in the shaft of the stardrive portion approximately 1mm proximal to the laser weld. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Based on the available information, it is not possible to determine a definitive root cause; however, this complaint is consistent with failure due to excessive torque. Bench top testing established that the failure torque of the angled driver is 2.45 nm +/- 0.63 nm, which exceeds the torque necessary to engage the locking mechanism of the screws. The angled driver is not designed or intended to be used for final tightening of the screws to engage the taper locking mechanism. A shaft for angled screwdriver with quick coupling and 1.2nm torque limiting attachment can be utilized for angled final tightening of screws when the patient anatomy does not allow for use of the straight instruments. The angled stardrive screwdriver is a component of the zero-profile and the zero-p variable angle anterior cervical interbody fusion system and is designed to be used in conjunction with an angled awl for hole preparation and screw insertion if the patient's anatomy does not allow use of the straight instruments. For final tightening, only drivers compatible with a 1.2 nm torque limiting attachment should be used. The screwdriver was received with the distal stardrive tip of the device broken. The distal portion was not returned. The break is located in the shaft of the stardrive portion approximately 1mm proximal to the laser weld. The balance of the device shows minor wear consistent with use and is determined to be in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the assembly and the adapting sleeve t8 complete assembly as well as the adaption t8 self-holding component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID is (B)(6). Patient weight is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) at levels c5-c6 on (B)(6) 2016, while the surgeon was inserting a screw into the zero-profile variable angle implant, the angled stardrive screwdriver tip snapped off. The tip fragment was easily retrieved. There was no reported surgical delay or harm to the patient. A similar back-up instrument was available for the surgeon to successfully complete the procedure. This report is 1 of 1 for (B)(4).